Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b2, b5, b6 and b7 b5: upon follow up, it was reported that the peritonitis event was manifested by cloudy fluid effluent "with some black seed type round shape things surrounding the junction of catheter and life transfer set". The patient was switched to hemodialysis and the patient's catheter was removed. The patient was treated with unspecified medications (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient has not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: at the time of this report, the patient was not recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.